Manufacturer narrative:
Visual examination of the returned device revealed a fracture at the distal tip. Device was sent to fracture analysis. Results revealed plastic deformation across the entire surface suggesting that the device underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver distal tip breaking cannot be positively determined. However, the fracture analysis report reveals plastic deformation across the entire surface suggesting that the device underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product was used in surgery for dislocation on c1, stabilizing c1-c2, on (B)(6) 2017. When the surgeon was fixing a hh cross connector plate (part number unknown), the reported driver ¿x15 torque driver (288306100)¿ was stuck in an outer nut hole. While he was trying to remove the driver, excessive force put on the driver. As a result, the tip of the driver broke. The surgeon used a replacing driver and completed the surgery. There was no adverse effect to the patient.